Event description:
It was reported that the zimmer electric dermatome was broken. Through f/u with the hospital, it was reported that no additional info was available regarding the reported event. However, it was reported that there was no pt injury or medical intervention associated with the event.

Manufacturer narrative:
Beginning 05/31/2012, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of the zimmer electric dermatome. Customer were informed that improperly maintained instruments may cause donor site injuries or result in damage of the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 11/09/2007 and has no repair history at zimmer surgical. Eval of the device determined that the control bar and head of the unit were nicked. Testing of the device determined that the motor ran in an erratic fashion. Prior to repair, the zero thickness setting was outside calibration specifications on the left and right side. During repair it was observed that the housing was dented inward, making it difficult to remove the motor. It was also observed that the motor was corroded and the internal wiring had been changed. The switch and the cord in the unit had been charged and were not zimmer parts. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.